Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and allergy to metals ("severe allergic reaction to nickel in essure device") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *diagnosed with nickel allergy in 2014. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included belly ache, menstrual disorder, uterine bleeding, allergic reaction to analgesics, penicillin allergy and cardiac arrest. Concomitant products included medroxyprogesterone acetate (depo provera) and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced menorrhagia ("heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding menorrhagia"). In (B)(6) 2009, the patient experienced abdominal pain ("sharp and constant abdominal pain"), dysgeusia ("metal taste in her mouth") and back pain ("back pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping") and medical device discomfort ("discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy removal of essure and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, menorrhagia, vaginal haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved and the abdominal pain, dysgeusia, back pain, abdominal pain lower and medical device discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysgeusia, dysmenorrhoea, female sexual dysfunction, medical device discomfort, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no treatment taken for apareunia but it ended to divorce. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs received- outcome of event pelvic pain updated to recovered / resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and allergy to metals ("severe allergic reaction to nickel in essure device") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included belly ache, menstrual disorder, uterine bleeding, allergic reaction to analgesics, penicillin allergy and cardiac arrest. Concomitant products included medroxyprogesterone (depo provera) and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding menorrhagia"). In (B)(6) 2009, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain ("sharp and constant abdominal pain"), menorrhagia ("heavy menstrual bleeding"), dysgeusia ("metal taste in her mouth") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and medical device discomfort ("discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy removal of essure and cystoscopy) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy removal of essure and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysgeusia, back pain, abdominal pain lower and medical device discomfort outcome was unknown and the allergy to metals, menorrhagia, vaginal haemorrhage, female sexual dysfunction and dysmenorrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysgeusia, dysmenorrhoea, female sexual dysfunction, medical device discomfort, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: no treatment taken for apareunia but it ended to divorce. Diagnostic results: diagnosed with nickel allergy in 2014. Essure confirmation test(s) conducted : hysterosalpingogram (hsg) blocked and looked good. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 13-aug-2018: pfs received. Reporter information updated. Event outcome of abnormal bleeding vaginal, severe allergic reaction to nickel in essure device, abnormal bleeding vaginal/abnormal bleeding menorrhagia was updated as recovered/resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe allergic reaction to nickel in essure device. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. Thus, based on a positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since intervention was required (total laparoscopic hysterectomy and bilateral salpingectomy). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and allergy to metals ("severe allergic reaction to nickel in essure device") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included belly ache, menstrual disorder, uterine bleeding, allergic reaction to analgesics, penicillin allergy and cardiac arrest. Concomitant products included medroxyprogesterone (depo provera) and oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced the first episode of menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2009, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain ("sharp and constant abdominal pain"), the second episode of menorrhagia ("heavy menstrual bleeding"), dysgeusia ("metal taste in her mouth") and back pain ("back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and medical device discomfort ("discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy removal of essure and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, allergy to metals, abdominal pain, the last episode of menorrhagia, dysgeusia, back pain, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, abdominal pain lower and medical device discomfort outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysgeusia, dysmenorrhoea, female sexual dysfunction, medical device discomfort, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, apareunia (inability to have sexual intercourse), nickel allergy, dysmenorrhea (cramping), reporter information, concomitant disease was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("severe allergic reaction to nickel in essure device") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. In (B)(6) 2009, the patient experienced allergy to metals (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("sharp and constant abdominal pain"), menorrhagia ("heavy menstrual bleeding"), dysgeusia ("metal taste in her mouth") and back pain ("back pain"). The patient was treated with surgery (on (B)(6) 2015 a total laparoscopic hysterectomy and bilateral salpingectomy was performed.). At the time of the report, the allergy to metals, abdominal pain, menorrhagia, dysgeusia and back pain outcome was unknown. The reporter considered allergy to metals, abdominal pain, menorrhagia, dysgeusia and back pain to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe allergic reaction to nickel in essure device. This event is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity. Thus, based on a positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident since intervention was required (total laparoscopic hysterectomy and bilateral salpingectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.